Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. This device showed damage consisting of a separation located 51.8cm from the hub. The device was completely separated, the inner liner was also separated. The device looks to have some minor stretching which is consistent with a tensile break. Inspection of the remainder of the device, except for the damage observed revealed no other damage or irregularities.

Event description:
It was reported that a catheter break occurred. A renegade hi-flo fathom system was selected for use for an embolization for an evar leak. During the procedure, when the physician was navigating the device in the artery, it was noted that the catheter broke. No patient complications were reported and the patient's status was okay.